Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was cracked in a preloaded delivery system. The device did not touch the patient's eye. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the barrel of the device, prior to the start point. The lens appears to have been replaced incorrectly into the loading area for return shipment. The lens is mis-positioned, skewed with lead haptic against the loading area wall. The reported "cracked" damage was not observed. The device tip has an aneurysm on the anterior surface. The left side of device tip has a small pinched in area. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The reported lens damage was not observed. The lens was not cracked. The root cause for the complaint cannot be determined. The lens appears to have been replaced into the loading area for return shipment. The lens was not cracked. The manufacturer internal reference number is: (B)(4).